Manufacturer narrative:
Operator of device unknown.

Event description:
It was reported that the pump exhibited a system failure. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error or reported problem recorded in event history log. The customers reported problem was not duplicated during visual inspection and functional test. System failure was not detected during power up and functional test. No fault found. No corrective actions were taken. The root cause of reported was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: catalog number: 21-2120-0104-01. Correction: d4: model number: 2120. Correction: h4: mfg. Date. 17-jan-2019.